Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one other reported incident against the provided product and lot combination for the pinnacle mtl ins (B)(4). A previous review of the device history records for the metal liner did not reveal any anomalies or deviations that would contribute to the complaint. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Surgeon believed it could be related to the metal-on-metal articulation.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 3/9/16, 3/11/16 medical records received. Medical records reviewed for MDR reportability. Medical records reviewed and reported the left leg to be slightly longer than right and the cup to be slightly vertical. The cup was not revised at this time because a lipped liner was used to address cup positioning and is reported on (B)(4) when it was revised. Stem is being added to complaint for allegation of elevated ions.the complaint was updated on: mar 23, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/21/2014- pfs and medical records received. After review of the medical records for MDR reportability. The revision operative note indicated metallosis and pain. There was mention of posterior impingement during maximum extension, but no implants are being reported for this was caused during manipulation by the surgeon. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one other reported incident against the provided product and lot combination for the pinnacle mtl ins neut36idx54od. A previous review of the device history records for the metal liner did not reveal any anomalies or deviations that would contribute to the complaint. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec'd 6/30/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated ion levels and metallosis. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.